Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, during preparation for the procedure a piece of hair was found inside of the sterile portion of the packaging. The procedure was completed with another of the same device with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
Although the patient's exact age is unknown, the patient is over 18 years of age. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.